Event description:
It was reported, the subject device did not release the air, did not deflate. The issue was found during a therapeutic endoscopic retrograde cholangiopancreatography - ercp which was completed with another syringe. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there was liquid inside the balloon the information obtained from this complaint and the investigation results was insufficient to identify the root cause of the problem. Based on the results of the investigation, it is likely the following led to the malfunction: the balloon could not deflate because the balloon was inflated with anything other than air (liquid). Olympus will continue to monitor the field performance of this device.